Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. Customer¿s current blood glucose level was 398 mg/dl. The customer was mentioned motor error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer treated for high blood glucose level with insulin pump. Troubleshooting was performed for motor error. Customer declined to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.